Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a high out-of-range shock impedance measurement greater than 200 ohms. Upon electrogram (egm) review, there was no evidence of noise and rv pace impedance measurement were within normal limits. Technical services (ts) reviewed troubleshooting options and possible causes. This rv lead remains in service at this time. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).